Event description:
The report received from the registry indicated that approx five mos post stenting procedure; the pt experienced a myocardial infarction and peri stent restenosis was identified. The index procedure included treatment of a lesion in the mid-left anterior descending (lad) artery the main indication for the intervention was stable angina pectoris. The pt presented with two-vessel disease; however, only one lesion was treated during the index procedure. The de novo lesion was 20mm long with a 3.0mm reference vessel diameter; the lesion presented 80% diameter stenosis. The lesion was eccentric with smooth contour, moderate tortuousity of the proximal segment with an angulation between > 45 degrees & <90 and moderate calcification. There was no thrombus at the site and the lesion was classified as type b2. The lesion was successfully treated with a 3x23 mm cypher stent, which was deployed at 16 atmospheres. Post procedure, the lesion presented 0% stenosis. The procedure was completed without any complication or adverse events to the pt. The pt was discharged the following day, there was no injury or adverse events reported at the time of discharge. Approx, five mos post stenting procedure, the pt presented with a non q wave myocardial infarction (mi). The mi location was undetermined; however, it was related to the target vessel. A coronary angiogram was conducted and the mid lad presented timi iii flow, there was no in stent restenosis pattern, however, proximal peri-stent restenosis was identified. The lesion presented 95% diameter stenosis. Target lesion revascularization was conducted and the lesion was treated with a 3x18mm endeavor stent. There was no stent thrombosis identified or any aneurysms. The event was resolved without sequels. The product is not available for evaluation, as it remains implanted. However, a review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the us. Add'l info will be submitted within 30 days upon receipt.